Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
The patient reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no impact to the patient's glucose level was reported.